Event description:
It was reported to Boston Scientific Corporation that a CRE PRO Wireguided Dilatation Balloon was attempted to be used in the ampulla during an Endoscopic Retrograde Cholangiopancreatography (ERCP) procedure for the ampullary dilation performed on (b)(6) 2026.During the procedure, the balloon ruptured. It was reported that no piece of the balloon detached inside the patient. The procedure was completed using another CRE PRO Wireguided Dilatation Balloon. There were no patient complications reported as a result of this event and the patient condition following procedure was reported to be stable.

Manufacturer narrative:
Block H6:IMDRF Device Code A0402 captures the reportable event of a balloon burst.